Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic cholecystectomy, there were issues with the loading and firing of the clips, the clips did not form properly when fired. During the procedure one clip fell into the patient's cavity. It was identified and removed with a grasper. There was no patient harm.